Event description:
It was reported that intermittent altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose ranged between 100-170 mg/dl. Reportedly, customer continued to use pump for insulin therapy.